Manufacturer narrative:
The replaceable treatment cartridge was returned for evaluation. The cartridge appeared soft and some water was added to be tested at the transducer scaling factor station. The cartridge passed the transducer scaling factor and all 5 functional tests. No other problems were observed. The unit was inspected on site by our field service engineer and no damage was found.

Event description:
A report received from a user facility stated that the patient underwent a liposonix treatment and presented scratches on the abdomen. There was no additional treatment required.